Event description:
The customer reported that while iabp was in use on a patient, the iabp generated leak in iab circuit alarms. No patient injury was reported.

Manufacturer narrative:
The customer's biomed was unable to duplicate the reported problem. It functioned normally and the iabp has been returned to service. (B)(4).